Manufacturer narrative:
E1- reporter facility name: (B)(6). One device was received for evaluation. The device had not been in for service in the past 12 months. Visual tests found a peeled downstream occlusion (dso) seal. The customer reported problem was duplicated by functional tests. The cause of the problem was a damaged lemo connector. The lemo connector and dso seal were replaced to solve the issue. The device then passed all the functional tests after the repair.

Event description:
It was reported that the remote does cord does not lock. The event occurred during testing. There was no patient involvement, and no patient harm/adverse event reported. Device analysis found a peeled downstream occlusion (dso) seal.